Manufacturer narrative:
(B)(4). Reason for surgery: vaginal vault prolapse, cystocele, rectocele, urethral hypermobility it was reported that following insertion the patient experienced pain, neuromuscular problems, and urinary problems. It was reported that patient underwent left obturator mesh arm removal, left groin dissection and observational cystoscopy on (B)(6) 2012 due to pelvic, pudendal neuralgia and neuropathy. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010, and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.